Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: 3-year post-op patient reports sometimes participating in activities such as walking. Moderate pain, slight limp, cane used most of the time. Office visit pain 1 out of 10, no further problems reported. Ambulates with walker. 5-year post-op patient reports being mostly inactive. Moderate pain, slight limp, uses two canes. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
It was reported that approximately three years post-hip surgery, the patient experienced moderate pain and using canes for ambulation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 650-1058; lot# 771480; cer bioloxd option hd 40mm. Cat# 650-1064; lot# 843540; cer option type 1 tpr sleve -6. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.